Manufacturer narrative:
The reported events were insulation damage, unacceptable threshold, and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection found procedural damage to the lead body insulation, inner coil, and cables at the proximal region. The cause of insulation damage was consistent with procedural damage. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find internal shorts however an open circuit was found due to broken/ separated cables consistent with procedural damage. Unable to perform the impedance test due to condition of the lead, as received.

Event description:
It was reported that the left ventricular lead was noted to have an insulation break at implant. This resulted in high capture thresholds and high pacing impedance. The lead was not used and another lead was used to complete the procedure. No adverse patient consequences were reported.